Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's major diagonal left coronary artery. The stent was post-dilated and during removal of the catheter balloon, the deployed stent was inadvertantly explanted. Another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.